Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7755124, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent posterior cervical spinal fixation at o-c2 due to retro-odontoid pseudotumor. On (B)(6) 2019, post-op, when the patient visited the hospital, a sound was heard when the patient bent the neck. Images were taken and breakage was found at the connection part of the adjustable rod. It is unknown whether the breakage was on one side or both sides. Reportedly, there was no improvement in retro-odontoid pseudotumor. There is no plan for re-operation as no new symptoms occurred due to the breakage.